Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per subsequent e-mail, no clinical information will be provided. However, without adequate documentation to fully evaluate this complaint the root cause of the reported breakage could not be determined. Although, we cannot rule out a procedural variance as a contributing factor. According to the report, although the screw was broken, the screw remained inside the patient. It is unknown if the IFU the evos 4.7mm x 55mm ost scr f-t 81104182 rev e, was adhered to. The IFU warns: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ based on the information provided, the surgery was completed, without delay, by using the same device. The evos screw is implantable, since the broken screw was still able to provide fixation, micro-motion and or migration is unlikely. The impact to the patient beyond that which has been reported could not be determined based on the limited information provided. Therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential causes for this event could include but are not limited to, excessive forces applied to implant or procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported, that a evos 4.7mm x 55mm ost scr f-t broke during implantation. The screw remained inside the patient. Surgery was completed, without delay, by using the same device. Patient's current status is unknown.